Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02oct2018. (B)(4). The customer reported that the tabs of each window on the touch panel do not respond sometimes. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The manufacturer¿s international service technician confirmed the reported touchscreen issue and calibrated the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that the tabs of each window on the touch panel do not respond sometimes. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.